Manufacturer narrative:
A portion of the lead was returned to medtronic for analysis; the proximal connector pins had been separated from the thorax needle, the electrode tip and a piece of monofilament were missing, and a knot had been made in the lead body 16 centimeters proximal to the electrode ring. The distal side of the returned product had received some abnormal stress which may have resulted in facilitating the fracture between the electrodes. Visual damage or stress was observed on the inner conductor wire of the returned piece: the insulation of the inner wire terminated at the edge of the broken area, and the inner cable had a straight fracture (all single wires were at the same length). The fracture corresponds with the proximal edge of the missing electrode tip. The inner wire was degraded under the inner insulation; removal of the edge of the inner insulation showed an irregular fracture of the inner conductor. One wire of the proximal pin junction was broken, most probably due to handling. The fracture most probably occurred due to fatigue related to flexing of the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique and the implant time. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution, and confirmed that the junctions with the inner conductor wire met the design specifications. No issues were identified that would have impacted this event. The review of the returned product did not identify a root cause for the fracture. Placing the knot in the lead could have contributed to electrode dislodgment, which could have induced extra stress on the junction of the inner wire to the distal electrode tip. The device instructions for use recommends leaving an extra length of the conductor wire in the chest to prevent dislodgment during patient movement.

Event description:
Medtronic received information that during the removal of this temporary pacing lead, it was noted that the electrode was broken, and that a broken part remained in the patient's body. The physician reported that there was no plan to re-open the patient for removal of the device part, as there were no adverse patient effects.

Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.